Manufacturer narrative:
A recall is being conducted as a precautionary measure due to discoloration of the floseal material noted in six (6) non-medical complaints (two reports being of the same case). The initial investigation of the complaints noted that the cleaning process associated with the over-molded stainless steel sleeve, contained in the floseal endoscopic applicator, performed at the supplier was not consistently followed. Furthermore, a toxicology analysis for the discoloration of the floseal product was conducted. The analysis revealed presence of metal particulate matter in the discolored floseal product. Additionally, the metal particulates were identified as chromium, iron, and nickel. However, the measured levels of these metals in floseal were noted to be lower than the toxic dose cited to cause a tumorogenic and/or inflammatory-type reaction. A comprehensive investigation is currently being performed to further realize and document the root cause of this issue. An internal product hold was placed on the disposable floseal endoscopic applicator globally. Additionally, an on-site supplier assessment has also been completed by baxter. Furthermore, in order to resume production, the following short-term actions are being taken: baxter bioscience is in the process of validating an add'l cleaning process at a 3rd party supplier to ensure the cleanliness of the product. Baxter bioscience will also update the product requirements specification to reflect this new cleaning process, along with defined acceptance criteria. As part of this specification change, add'l incoming inspection requirements will be defined to ensure the ongoing quality of the product. Note: this event is being conservatively reported as a 5-day report as we have determined the need for recall and communicated to the FDA under baxter fca on 31-jul-2008.

Event description:
Customer reported a grayish color was noticed after the floseal was pushed out the other end of the applicator. The product looked fine prior to inserting into the applicator. This occurred with 2 applicators. A third applicator was used and the surgery was successful. Baxter medical director assessment: this is one of a series of medical and non-medical complaints regarding the use of floseal in conjunction with the floseal endoscopic applicator. A quality investigation has determined that the root cause of this grayish discoloration of the hemostat is the presence of metallic particulate matter in the inner sleeve of the metallic applicator. When used in the pt, this may potentially trigger the development of a local peritoneal inflammatory and foreign body reaction, which in the event of a worst-case scenario may contribute to the augmentation of the formation of post-surgical adhesions.